Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient failed to recharge the device as recommended. In turn, the ipg failed to establish communication with external devices wherein the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information obtained identified the patient died (B)(6) 2019. Related manufacturer reference number# 1627487-2019-05358, related manufacturer reference number# 1627487-2019-05360, and related manufacturer reference number#1627487-2019-05361.